Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Consumer complaint of high blood results. Expected fasting blood glucose test result range is 89 to 125 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Customer performed fasting blood glucose test result on the morning of the call and produced result of 300mg/dl. Back to back blood test declined. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 07/31/2017 and open vial date is (B)(6) 2015. Recall test results performed from meter memory: 81mg/dl; (B)(6) 2015; 10:50am; fasting: no, 94mg/dl; (B)(6) 2015; 07:50am; fasting: yes, 91mg/dl; (B)(6) 2015; 07:00am; fasting: yes, 106mg/dl; (B)(6) 2015; 07:30am; fasting: yes, 91mg/dl; (B)(6) 2015; 07:15am; fasting: yes. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not returned for eval. Most likely underlying root cause is: user had an inaccurate reference.